Manufacturer narrative:
(B)(4). Customer reports external quality controls performed on instrument were acceptable. Manufacturer eval/investigation currently in process.

Event description:
Customer reports protime inr results inconsistent with lab inr results. Customer unable to provide pt therapeutic range. On (B)(6) 2009, protime inr 5.5 vs lab inr 3.4. On (B)(6) 2009, protime inr 5.6 vs lab inr 4.0. On (B)(6) 2009, protime inr 4.2 vs lab inr 3.3. No report of adverse events, serious injury, or intervention.